Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys intermittently would not boot up and would intermittently lock up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.